Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of broken connector and additionally noted that four case screws were contaminated and the main seal was pinched. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular connector was broken. The generator was returned for service. No patient complications have been reported as a result of this event.